Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, and lymphadenopathy.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, possible nodule, rupture, and "axillary lymph node enlargement" on an unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5b , b.5 , b.6 , g.3 , h.6.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, possible nodule, rupture, and "axillary lymph node enlargement" on an right side. Patient representative reported "leakage of silicone or gel into bloodstream.¿.